Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms while the customer was charging the pump. Reportedly, the pump was not exposed to extreme temperatures and the alarms repeated while the pump was charging. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified in the pump logs due to damaged usb pins. Additionally, a different issue was identified.